Event description:
According to an excerpt from the operative report forwarded from the user facility, the pt presented with symptoms of increasing dyspnea prior to surgery. According to an excerpt from the operative report, "the mitral valve was found to [be] non-infected and well-seated. On leaflet was marked degenerated and retracted resulting in wide open mitral regurgitation."